Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized twelve times for high blood glucose levels. It was stated that the customer was using the insulin pump with an infusion set, and the insulin pump failed to deliver the correct dose of insulin to the customer. Nothing further was reported.